Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found defective plunger clamp in the problem area of the pipetter assembly. The fse replaced the plunger clamp, tip clamp, and all lld contact springs. The instrument was inspected, tested without further problem, and returned to service.